Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed a crack in the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and location of damage was on battery tube side which affecting/impacting functionality. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884l was returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On case (B)(4) (related svn (B)(6)), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 16-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On case- (B)(4) (related svn (B)(6)), perform the history review 1 week prior to the event date 16-jun-2025 in the pump history file and found 2 sensor error alert on 06/10/2025, 1 lost sensor alert on 06/12/2025, 2 lost sensor alert on 06/13/2025 and 1 low battery alert on 06/15/2025 19:15:00.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 7/8/2025 1:56:58 am. There was no power data available for the date of 06/15/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia), and discrepancy between sg value and bg value. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.